Event description:
The customer reported that insulin from the reservoir leaked past the o-rings. The customer stated that she was using the recall reservoirs. The blood glucose was 170mg/dl. No further information was provided.

Manufacturer narrative:
Inspected two random sealed reservoirs, performed manual prime and high-pressure test per specifications, using a new infusion set along with the insulin pump, the reservoirs passed per specifications. No leakage anomaly noted during analysis. Inspected o-rings on the stopper groove for defects and no anomalies were found. Reservoirs connected/locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.